Event description:
The customer reported a communication error. The field engineer responded this error was a fatal error and the system ws unable to perform fluoroscopy. This resulted in a loss of imagining functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib was evaluate and replaced. The system was tested and found to be working as intended and returned to service.